Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Customer troubleshot the issue and found that the occlusion was within the tubing due to observing air bubbles. Reportedly, customer loads cartridge with cold insulin. Customer primed out the air bubbles and successfully resumed insulin delivery. Customer's blood glucose level was 222 mg/dl.